Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with alert for capacitor charge time limit reach via merlin.net. Transmission. Bringing the patient in clinic for capacitor maintenance was discussed. If the charge time was normal, continuing monitoring the patient via merlin.net was suggested. In case of another instance of charge time, device replacement was suggested. The device was explanted and replaced. The patient was fine before, during and after the procedure. The device was sent back for analysis.